Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain located at the ipg site after losing weight. The patient underwent surgical intervention wherein the ipg was replaced with a smaller ipg and the ipg pocket site was moved 8 to 10 inches superior, resolving the issue.